Event description:
It was reported that shaft break occurred. During an intravascular ultrasound (ivus), coronary angioplasty procedure was performed in a coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the microtube broke and it was not possible to use. The device was replaced to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: an nc emerge mr, ous 2.50mm x 15mm, cathete was returned for analysis. A visual and tactile inspection revealed a break on the hypotube shaft, 19.5cm distal to the distal end of the strain relief with multiple kinks present. The balloon was subjected to positive pressure and returned in a deflated state. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The bumper tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No kinks or damages. No other device issues were identified during returned product analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. During an intravascular ultrasound (ivus), coronary angioplasty procedure was performed in a coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the microtube broke and it was not possible to use. The device was replaced to complete the procedure. There were no patient complications reported.